Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that a pacing failure was noted on the epicardial lead. The lead was capped and replaced with a transvenous lead. No patient complications have been reported as a result of this event.